Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reconfigured and current software was reloaded. It was also noted that the device powered up with a keyboard error, as a result the keyboard was replaced. (B)(4).

Event description:
It was reported the programmer was frozen at the boot-up screen. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.